Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot #b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter reported the insulin cartridge was leaking into the pump's cartridge compartment, and the pt obtained a blood glucose level of 360 mg/dl with positive ketones. The pt did not report experiencing any symptoms of high or low blood glucose levels. The pt took an insulin bolus using a syringe, changed the infusion site and cartridge, and his blood glucose levels returned to normal, 90 mg/dl to 140 mg/dl. The pt did not seek any medical attention.